Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter stated that the control solution produced a reading of 139 mg/dl. The acceptable control solution range in this case is 102-138 mg/dl this complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent.

Manufacturer narrative:
Follow-up # 1 (07/03/2013)-device evaluation: the test strips and control solution involved with this complaint have been returned and evaluated by lifescan product analysis on 06/26/2013 and 07/02/2013 respectively with the following findings: the test strips and control solution have passed all testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.